Event description:
In 2005 a pt was treated with two gore tag thoracic endoprostheses for a thoracic aortic aneursym. During a CT scan follow-up about 3 months later, a proximal type I endoleak was detected. A reintervention occurred 2 weeks later, in which a second gore tag thoracic endoprosthesis was implanted proximally. The pt tolerated the procedure. During a CT scan follow-up in 2006 a type ii endoleak was detected. The physician decided to monitor the pt. A CT scan follow-up in 2007 revealed no sign of a type ii endoleak. The pt is reported to be doing well.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.